Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the device was removed due to non-charging. The patient said that the doctor implanted it so deep that it just didn't charge so it had to be removed. The patient didn't remember who removed it, when it was removed, or where. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient provided their weight at the time of the event. They stated the cause of the battery being implanted too deep was unknown. No patient complications were reported as a result of this event.